Event description:
It was reported that the ilet user experienced high glucose levels following meals while using meal announcements and at times issuing ¿ghost¿ meal announcements, and support advised contacting clinical support before performing a factory reset and assigned additional training. Symptoms included hyperglycemia reaching 400 mg/dl with associated irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no device malfunction, identified a usage problem related to using meal announcements to correct elevated blood glucose, and implicated interactions with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.